Event description:
During an incident in 2004 involving patient with chest pains, this unit was attached via monitor pads and during the monitoring process, the unit gave a "needs service, keyboard" prompt that never went away. The patient refused ambulance transport to the hospital and had a coworker drive them. The user reported that they had just run a 10s strip and it did print but then the unit prompted "needs service, keyboard".